Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 9 std - ref. 01.18.139 / lot 112359 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) stems belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we do not have evidence that the event is device related.